Event description:
It was reported that patient presented with concerns for a driveline abscess for which a computed tomography (CT) scan was completed and identified a possible thrombus in the outflow graft. Hemolysis labs were pending but the patient did not have alarms or symptoms. Log file history captured routine events; there were no notable alarm conditions or parameter changes. It was further reported that patient's driveline was inspected and found with very significant breakdown. There were no alarms or concerning device behavior. Rescue tape was applied very well. Log files did not contain any data that was suspect of any type of electrical issues with the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D6a - date of implant: corrected. Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus and driveline abscess could not be confirmed as no applicable images were provided and the device was not returned for evaluation. Furthermore, review of the submitted images confirmed the reported damage to the driveline; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump operating as intended. The log files are further reviewed under the mobile power unit investigation. No notable events or alarms regarding the pump were captured. Review of the submitted images revealed significant damage to a portion of the driveline's outer jacket. A portion of the cable along the middle of its length was missing the outer jacket, with the underlying bionate layer completely exposed. Adjacent to this damage, several tears in the outer jacket were also observed exposing the underlying bionate layer. The damage did not appear to penetrate beyond this layer, and no wires were exposed. The damage appeared to be cosmetic only. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and driveline infection, which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided in this section. This section also lists infection as a potential late postimplant complication. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.